Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged on the proximal side with struts bunched and overlapping. Crimp markings were evident on the exposed part of the balloon wall indicating crimp contact between the coated stent and balloon. Based on the complaint report and the analysis performed, it is likely the damage occurred during attempts to cross a heavily calcified lesion. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found one outer extrusion kink 15mm from the bi-component bond. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. After rotablation was performed, pre-dilatation was done using 3.0x15mm and 3.5x15mm nc emerge balloon catheter. A 4.0x38mm synergy was then advanced but failed to cross the target lesion. The device could not be removed as the proximal part was caught by calcium and was stuck in the guider. The whole system was removed and a new 6f al .75 non bsc guide catheter along with a non bsc guidewire were inserted. The same 3.5x15 nc emerge balloon catheter was used to dilate the mid drca. A 4.0x24mm synergy stent was deployed in mid drca and a 4.0x32 synergy stent was deployed in the proximal to mid rca. Three stents were post-dilated with 5.0x15mm nc quantum apex in the proximal to distal rca and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.device is a combination product.(B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. After rotablation was performed, pre-dilatation was done using 3.0x15mm and 3.5x15mm nc emerge balloon catheter. A 4.0x38mm synergy was then advanced but failed to cross the target lesion. The device could not be removed as the proximal part was caught by calcium and was stuck in the guider. The whole system was removed and a new 6f al .75 non bsc guide catheter along with a non bsc guidewire were inserted. The same 3.5x15 nc emerge balloon catheter was used to dilate the mid drca. A 4.0x24mm synergy stent was deployed in mid drca and a 4.0x32 synergy stent was deployed in the proximal to mid rca. Three stents were post-dilated with 5.0x15mm nc quantum apex in the proximal to distal rca and the procedure was completed. No patient complications were reported and the patient's status was stable.